Event description:
It was reported that the patient experienced a cerebral vascular accident. (B)(6) 2020, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. On (B)(6) 2020, the patient had a stroke and presented with right sided weakness, causing a fall. Magnetic resonance imaging revealed thrombus in the mid to distal left middle cerebral artery (mca) and an embolectomy was performed the same day. There were no apparent residual effects from the stroke and the patient had full neurologic recovery post thrombectomy. On (B)(6), 2020, the patient had a transesophageal echocardiography (tee) and no thrombus was visualized in the chambers or on the watchman device. The patient was on plavix and aspirin 81mg.